Event description:
The dental implant fx3612swc was removed on (B)(6) 2020 due to failure to osseointegrate 26 days after implantation. The patient has no significant medical history. The patient required another surgical intervention to recover.